Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level; bg value was not provided. Cause of bg level was not known. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.